Manufacturer narrative:
System components: pump: model-72400098, lot sn - (B)(4). Balloon: model- 72400024, lot sn - (B)(4).

Event description:
It was reported that the patient experienced a malfunction of a artificial urinary sphincter(aus) cuff due to urinary incontinence. A revision of the device is requested. The patient outcome was reported to be stable.

Event description:
It was reported that the patient experienced a malfunction of a artificial urinary sphincter(aus) cuff due to urinary incontinence. A revision of the device is requested. The patient outcome was reported to be stable.

Manufacturer narrative:
Additional information received that a revision surgery has not occurred yet. System components: pump. Model-72400098. Lot sn-(B)(6). Balloon. Model- 72400024. Lot sn- (B)(6).